Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit was not heating properly and took a long time to heat. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service rep (fsr) suspected the valve was stuck and instructed the user facility to switch between cool down mode and heat up mode to unstick the valve. The fsr replaced the solenoid valve. Investigation in process, but not yet complete.